Event description:
A 911 call for a female pt with severe shortness of breath. Ambulance crew attempted to place CPAP device into service for ventilatory support. Unit immediately went into red zone on pressure gauge. Device malfunction was not able to be resolved. Pt transported to hospital in severe condition. It is not known at the time of this report if the pt survived the event in the hospital.

Event description:
A 911 call for a female pt with severe shortness of breath. Ambulance crew attempted to place CPAP device into service for ventilatory support. Unit immediately went into red zone on pressure gauge. Device malfunction was not able to be resolved. Pt transported to hospital in severe condition. It is not known at the time of this report if the pt survived the event in the hospital.